Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent struts were pushed distally and bunched. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. This type of damage most likely occurred when the stent protector was being removed during preparation. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system during preparation. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was selected for use. However, during preparation, the stent was deformed on the balloon. It did not get inside the body.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was selected for use. However, during preparation, the stent was deformed on the balloon. It did not get inside the body.